Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels as low as 47 (mg/dl). Glucose tablets were used to treat low bg levels. Reportedly, customer believes their basal and personal profile settings need to be adjusted. Recommendation was made to consult with their health care provider for guidance in adjusting pump basal delivery settings.